Event description:
Customer reported that he "had used (his) finger as a site for testing for the past 30 years" and that he experienced symptoms that were described as "could not feel his fingers, felt crippling". Customer also reported that "the end of his finger got swollen and (that he) had (a) scab". Customer denied self-treatment. Customer self-presented to a local health care facility where he was given a prescription for "backatracen" (bacitracin, "backatracen" was the spelling provided by the customer). Customer also reported that he "purchased over the counter neosporin ointment". It was further reported that customer "was diagnosed with gout". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a correction report. Date of report should state: freestyle lancing device. This section has been updated to reflect the correct information.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown. All pertinent information available to abbott diabetes care has been submitted. (B)(4).